Manufacturer narrative:
The information submitted reflects all relevant data received. Battery depletion-normal.

Event description:
Premature battery depletion was reported and the device was replaced. No patient complications have been reported as a result of this event.